Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side breast implant rupture, and capsular contracture; baker grade IV, and bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 700cc mentor memorygel, breast implant and was presented with right side breast implant rupture, and capsular contracture; baker grade IV, and bilateral ptosis. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number: smpx525; serial number: (B)(4) on the right side and catalog number: smpx525; serial number: (B)(4) on the left side. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 11/20/2019, mentor became aware that incorrect manufacturing record evaluation statement was submitted under the previous submission. The correct statement is as follows: "a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures." Manufacturer¿s reference number: (B)(4).